Manufacturer narrative:
Case outcome: refer to (B)(4), previous investigation completed for the same issue. Batch records for final product manufacture and qc record for cov4129006 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Thirteen retention samples were tested with positive control by following the finished product release procedure and the sampling plan. All samples meet qc specifications, and no defects were observed. There was no complaint issue from the retained cassettes. The complaint is not confirmed or verified. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information". H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). Invalid results. The user reported that they used three test kits, and all the cassettes produced a bold test (t) line but no control (c) line. Purchased at cvs.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). Invalid results. The user reported that they used three test kits, and all the cassettes produced a bold test (t) line but no control (c) line. Purchased at cvs.